Event description:
It is reported that upon opening the package, it was noticed that there was a hair trapped between the inner and outer packaging.

Manufacturer narrative:
The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Evaluation codes: the device was returned and visually inspected. The device was received in the original carton and inner packaging cavity. The tyvek seal of the inner packaging was confirmed to contain a hair. The hair did not cross the entire seal from inner to outer, and the seal is not believed to have been compromised by the contaminant.